Event description:
Term neonate with shoulder dystocia and subgaleal hematoma following vacuum extraction at a birth center fixed pupils and no reflexes from time of birth. Death occurred on 2nd day of life.